Manufacturer narrative:
The investigation discovered the customer¿s calibration data presented large signal changes on all assays on the analyzer. The investigation reviewed the system¿s alarm trace and determined the sample quality within the customer¿s laboratory was not ideal. There were several alarms reflecting poor sample quality. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The customer performed qc and verified the sample quality was checked. The investigation is ongoing. Unique identifier (UDI) (B)(4).

Event description:
The initial reporter received questionable elecsys vitamin d total ii results for two patients tested on a cobas 8000 e 602 module. The initial vitamin d results were not reported outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2021 and at 10:38, patient 1's initial vitamin d result was 100.0 ng/ml with a data flag. At 12:13, the patient's repeat result was 45.63 ng/ml. On (B)(6) 2021, patient 2's initial vitamin d result was ">100" ng/ml, and the patient's repeat result was 34.97 ng/ml. The vitamin d reagent lot number was 50317800 with an expiration date requested but not provided.